Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had flashing display and none of the buttons were responding. The customer¿s blood glucose level was unknown. Customer was no reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed for flashing display. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump flashing white light on the display. Unable to verify keypad unresponsive or button error alarm due to constant flashing white light display. During visual found motor and pcb1 moisture damage.